Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2018. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: underweight and one opening extended on the anterior. A microscopic analysis was performed which identified: four striated openings on the anterior and non-penetrating nick striated. Based on the device analysis the final assessment is: four striated openings due to surgical damage consist in the use of some surgical tool. A nick striated due to surgical tool scratch like. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture, wound dehiscence, and seroma. Device has been explanted.